Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy3552 showed eight other similar product complaint(s) from this lot number.

Event description:
It was reported "there has been a leaking line identified".